Event description:
The customer reported scope do not connect securely and unstable image when wiggling the scope due to worn out video connector latch during inspection for use involving an olympus video system center. There were no reports of patient injury.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unstable image when wiggling the scope due to worn out video connector latch. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.